Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: the first magazine 60-3.8 did not open and the second magazine the clamp cover on the bottom side got loosened. The jaws of the first reload did not open after passing the trocar. The clamp cover could not be found. There were several x-rays made - no component found - clamp cover not inside patient thorax. They had to open the thorax more - had a big bleeding, intervention was increased and it was made a segment resection. Magazine is deformed completely. Person injured, extension of op by more than 30 min, extension of incision by more than 1 inch, change from wedge to segment resection, unanticipated tissue loss. The last known status is stable but could be better. The staple formation was not correct because of the bent jaws. The staples in the top of the dlu and no contact to the tissue. The knife couldn't cut straight. The reason for conversion was the bleeding and the tissue which was cut a bit but not correct. No blood transfusion was needed yet but the blood lost was more than 500cc because of the product problem. No reinforcement material used.